Manufacturer narrative:
The complete patient identifier is (B)(6). (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a pelvic floor repair with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2015. On (B)(6) 2015, the patient experienced pudendal neuralgia. The physician performed a pudendal nerve block in the office and the event resolution is unknown. The investigator assessed the event as mild in severity, pelvic floor related, possibly related to the procedure, not related to the device, and not related to the delivery device.